Event description:
It was reported that the lower display on the external pulse generator was not working. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was out of specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the battery release was contaminated, the side bail covers were broken, the ring cover and ring bail were missing, the battery contacts were compressed, the battery drawer was broken and the battery flex was contaminated.